Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited ra noise with oversensing. There was discussion on whether noise could impact the percentage of biventricular (biv) pacing, and technical services (ts) explained that it was possible if there was a lot of noise present. Review of stored episodes showed atr episodes 25 to 1350 occurred between april 29 and june 11. In addition, high out-of-range ra pace impedance measurements greater than 3,000 ohms had been observed since april 30. Lead fracture was suspected. This ra lead remains in service, and the patient will be seen in clinic for further evaluation. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited ra noise with oversensing. There was discussion on whether noise could impact the percentage of biventricular (biv) pacing, and technical services (ts) explained that it was possible if there was a lot of noise present. Review of stored episodes showed atr episodes 25 to 1350 occurred between april 29 and june 11. In addition, high out-of-range ra pace impedance measurements greater than 3,000 ohms had been observed since april 30. Lead fracture was suspected. This ra lead remains in service, and the patient will be seen in clinic for further evaluation. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced due to lead fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited ra noise with oversensing. There was discussion on whether noise could impact the percentage of biventricular (biv) pacing, and technical services (ts) explained that it was possible if there was a lot of noise present. Review of stored episodes showed atr episodes (B)(4) occurred between (B)(6). In addition, high out-of-range ra pace impedance measurements greater than (B)(4) had been observed since (B)(6). Lead fracture was suspected. This ra lead remains in service, and the patient will be seen in clinic for further evaluation. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced due to lead fracture. No additional adverse patient effects were reported. Additional information received reported that the right atrial (ra) lead fracture could not be located on fluoroscopy. The lead fracture was suspected due to the significant increase in impedance measurements and threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.